Manufacturer narrative:
Continuation of d10:product ID:4fc12, product type: sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. Two patient files received and recorded on the reported date of the event. Patient file one showed three applications were performed using a catheter identified as afapro28 with lot number 12341. Patient file two showed one application was performed using a catheter identified as afapro28 with lot number 12341. Patient file one showed system notice 50022 (mechanical component error) during ablations one, two and three and patient file two showed system notice 50022 during the first ablation. Both patient one and patient two files showed unexpected pressure mismatch profiles during transition and ablation. Both patient one and patient two files showed unexpected high flow profile during transition and ablation. In conclusion, the clinical issue (pericardial effusion) occurred during the procedure could not be determined through analysis of the data files. The data files confirmed the system notice 50022 (mechanical component error). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating a mechanical component error. Scavenging related troubleshooting did not resolve the issue. The pressure and flow were noted to be high and the temperature was dropping lower than normal. The case was aborted. During the abortion of the case, a pericardial effusion was observed. The patient needed to be revived. The cause of the pericardial effusion is unknown. The patient was transferred to the intensive care unit (ICU). The console was serviced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number: 12341 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillations or overshoots. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft reacted as initially intended. No kinks were identified on the shaft and after x-ray verification, the pull wires were also intact. In conclusion, the clinical issue (pericardial effusion) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product and the balloon catheter passed the returned product inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated b5 and patient coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
2024-02-29: it was later reported that a pericardiocentesis was performed to treat the pericardial effusion. The patient was revived with cardiopulmonary resuscitation (CPR). The patient still has not fully recovered due to chest pains as a result of the cardiopulmonary resuscitation (CPR).